Event description:
I had knee replacement surgery on (B)(6) 2012, from that day until (B)(6) 2009, I was in miserable pain. Upon seeking medical attention through out the course of six years, and the response was always the same. "That is just a part of what happens when you get a knee replacement". I knew something wasn't right, constant swelling and pain, I would have better off not getting the surgery in the first place. I had two teeth surgically removed in the morning, when my wife came home later in the day and asked me how I was feeling, my response to her was "my knee is killing me". At that time, we decided to be a lot more aggressive towards finding out what was wrong. I went to my pcp, he referred me to a different orthopedic surgeon, he wasn't sure what was wrong, however, he did say this was not normal. We visited a specialist in (B)(6). Wow, within a few mins after seeing me, he knew that there was a problem, and it involved taking the old replacement out, putting in a new one. The knee replacement in question is at (B)(6). Dr (B)(6), this is the surgeon that did the revision surgery.